Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported to olympus, due to failing serial digital interface board (sdi) there was no captured image on the video system center. The issue occurred at the beginning of a procedure and was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h3, h6 and h10. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that a failure in the printed circuit board led to the malfunction, resulting in the images of serial digital interface 1 and serial digital interface 2 not being displayed. Olympus will continue to monitor field performance for this device.